Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure of the subject pacemaker, the screw mechanism did not work when connecting the right ventricular lead. According to the physician, she did not turn the screw in or out beforehand. She reported that it was difficult to insert the lead into the ventricular connector port, and screwing it in felt different from what she was used to. Due to the patient's dependence on the pacemaker, she was unable to spend more time on this and replaced the device with a new one.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implantation procedure of the subject pacemaker, the screw mechanism did not work when connecting the right ventricular lead. According to the physician, she did not turn the screw in or out beforehand. She reported that it was difficult to insert the lead into the ventricular connector port, and screwing it in felt different from what she was used to. Due to the patient's dependence on the pacemaker, she was unable to spend more time on this and replaced the device with a new one.